Event description:
The customer reported that during a laparoscopic colon procedure, the device jaws could not be re-opened while applied on tissue. The surgeon resected the tissue directly adjacent to the device jaws in order to remove it. The surgeon opened another device in order to successfully complete the procedure.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.